Manufacturer narrative:
After battery installation device gave an unexpected flashing white display followed by an unexpected intermittent beep alarm due to moisture damage on battery connectors and electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was flashing. The customer also reported that the insulin pump display was flashing. Insulin pump was smashed into pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.